Event description:
During the eval of a returned spectrum infusion pump, 15 occurrences of "system error 105" alarms were identified in the event history log. Any pt injury or medical intervention is unk since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 105" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The spectrum motor sub - assembly and acetal gear were replaced.